Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5119443.

Event description:
It was reported the patient presented with a defective lead. The lead was replaced. The patient condition was unknown. No further information was reported on this event.